Manufacturer narrative:
This device is not cleared for use within the us; however it is similar to a device that is cleared for use within the us. Common device name: this is similar to mobi-c cervical disc prosthesis. PMA/510(k) number: this is similar to p110009. The explanted device was returned to the manufacturer. However, a full evaluation was unable to be performed since the necessary decontamination records were not provided. The provided x-ray shows the inferior plate has migrated, and the core has also likely migrated. A visual inspection of the device did not identify any obvious indications of damage or malfunction. The cause cannot be determined with the available information. A review if the manufacturing records did not identify any issues that would have contributed to this event. The device's labeling provides instructions on proper site preparation and device installation.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device at c5/6 that had been implanted for about 2 months because of device migration that was causing left arm pain and weakness. A competitor's product was installed during the revision surgery.